Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose over 500 mg/dl with vomiting and that the pump had a call service alarm issue. This complaint is being reported because the patient experienced hyperglycemia and the call service alarm issue was not resolved.